Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm (B)(4) issue was verified. Based on the analysis, the alleged occlusion alarm issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Troubleshooting was unable to be performed for the occlusion alarm. The customer's blood glucose level was not impacted.